Event description:
It was reported that the patient had the artificial urinary sphincter removed as it had not worked since it was implanted. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications.